Event description:
The customer reported that the system displayed a file error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an on site investigation. The system driver was reloaded. The software and configuration files were reloaded. The system was tested and operates as intended.